Event description:
The patient reported that the insulin flow was blocked on (B)(6) 2026, patient had high blood glucose levels and was treated via manual injection.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia. Name: (B)(6) based on the available information, this event is deemed to be a serious injury. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.